Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was advised to continue using the pump and to call back if the malfunction code recurred.